Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, a 29mm epic mitral valve was implanted. On (B)(6) 2015, the valve was explanted secondary to a cusp which was reportedly torn. A 31mm epic valve was implanted.